Event description:
The lay user/ patient contacted animas alleging that there was loss of prime during the load step on the cartridge during the load step and the cartridge was not recognized. The alleged issue was not resolved via troubleshooting and the product was replaced and requested back for investigation.

Manufacturer narrative:
Recall # is 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no activity outside normal used noted in the pump history. During testing, the pump failed to recognize the cartridge during the load step. The force sensor resistance measurement was out of calibration. There was evidence of contamination found on the force sensor assembly.